Event description:
The account alleges that the device had unintentional movement of the hi/low up function.

Manufacturer narrative:
The technician adjusted the position of the bed up switch in the right outer control panel, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.